Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that drive supports cap was damaged. Customer reports that drive support cap was sticking out. It was reported that insulin pump was not dropped. Customer's blood glucose was 320 mg/dl. Customer was advised that insulin pump would need to be replaced.